Manufacturer narrative:
The customer¿s report of error code 255-16-275 during an infusion was confirmed. The pcu event log recorded an infusion of the drug arsenic trioxide which was started at 1:33pm on(B)(6) 2017. Just prior to starting the infusion a safety clamp open alarm was generated momentarily. The user selected the pump module at 2:39pm and selected the restore key on the pcu. The user selected the start key on the pcu and the pcu alarmed with a system error that was recorded as an 800.8000 error code in the error log. During testing the error event was duplicated. The pcu displayed the error code 255-16-275 which is recorded in the error log as an 800.8000 error code. The root cause is a software issue. When a system error occurs, all active modules will continue to infuse but in an alarm state.

Event description:
The customer reported that when a chemotherapy medication was infusing on a patient the pcu displayed error code 255-16-275 and shut off. There was no patient harm.